Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and images were provided and reviewed by an internal clinical representative with the following impression: product use was incongruent with the IFU due to: an aortic neck less than 15 mm in length; and, bilateral iliac artery diameters greater than 23 mm. There were cautionary product use conditions which might have contributed to the reported event such as: the ruptured state of the aneurysm at index; and the cuff and main body were the same diameter size. Other potential contributing factors were aortic remodeling and/or disease progression with evidence of a slow, progressive component separation, although there was adequate overlap at index. There was substantiated evidence of: an endoleak type iiia, a partial occlusive thrombus of the main body and aortic extension at nine months post index; separation of open portion of the suprarenal extension to the covered portion of the stent (stent fracture - crown); stent graft component separation at 33 months post index. The secondary procedure of bilateral iliac stents and two proximal vela stents was substantiated. A follow up CT one month post event demonstrated a persistent mural thrombus within the stents, but no endoleak. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause could not be conclusively determined; however, aortic remodeling and/or disease progression along with incongruent device sizing selection are potential contributing factors.

Event description:
It was reported that approximately 33 months post-implant of a bifurcated device and an suprarenal aortic extension a follow up computed tomography scan revealed an endoleak 3a and 4. Reportedly, the patient came in for a follow up and computed tomography showed evidence of an endoleak 3a and 4. The physician elected to implant two limb extensions and two suprarenal aortic extensions to seal the leak. The patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.